Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and battery packs sn (B)(4) and (B)(4) have been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the c1 capacitor had shorted, inducing damage to the computer / analog (ca) board. The cause of the inability to power on is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. Upon evaluation of the battery packs, the f1 fuse was open in each of the battery packs. The cause of the open fuse is the excessive current from the shorted capacitor in the monitor. No adverse event resulted from the defective monitor or battery packs.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.